Manufacturer narrative:
The manufacturing investigation results submitted in supplemental medwatch report (B)(4) was meant to be submitted as additional information. The part number reported and investigated is 399.091. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the device was received by the manufacturer, it was noted that the tip of prong is broken; the pin is not broken.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Manufacturing location: (B)(6). Manufacturing date: march 26, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: it was reported that during surgery the pin from a bone holding forceps broke off. There was no patient harm and all broken off pieces were removed from the patient. The surgery was not prolonged. The procedure was successfully completed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the complained device (bone holding forceps-soft ratchet f/plates to 9mm wide, part number 5932084, lot number 5932084). The subject device was received with the complaint condition reporting that one prong of the instrument broke off during surgery. The complaint condition is confirmed as the instrument was received with one prong broken off as complained. The broken prong was also returned for investigation. As previously reported, the review of the production histories show that this instrument was manufactured in march 2015 according to specifications. The instrument conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Also the hardness was measured and was found to be also be within specification. The broken surface is homogenous which indicates material conformity as well. Unfortunately, the exact cause of failure cannot be determined. However, the failure mode is consistent with a mechanical overloading. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.